Event description:
It was reported that the biomed stated that the nurse was getting low flow alerts and the arctic sun device had alert 01 (patient line open) and alert 02 (low flow) in the event log, since the device was due for the 2000 hour pm service and sending the biomed a quote and list of part numbers. Per sample evaluation results received on 16-may-2023, it was reported that the broken right drain valve.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was received low flow alerts. Device was primed to fill in decon. Circulation pump head was replaced. Broken right drain valve. The device underwent pm servicing while in for repair. Replaced the mixing pump head. Replaced the heater and drain valve. Replaced both manifold o-rings on the manifold. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. It was unknown if the device use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the nurse was getting low flow alerts and the arctic sun device had alert 01 (patient line open) and alert 02 (low flow) in the event log, since the device was due for the 2000 hour pm service and sending the biomed a quote and list of part numbers.